Event description:
Reportedly, during testing, the screen stopped working ("froze") while the unit was being used in a competency check. The unit could not be turned off with the switch in after the screen stopped working. When the plug was pulled from the wall, the unit alarmed that it was on back-up battery, and the screen became functional again. The unit was turned off and on again, the problem did not recur and could not be duplicated but the distributor. There was no patient involvement reported.